Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), inner tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received 99 inappropriate shocks, and upon interrogation, the lead exhibited oversensing and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.